Event description:
It was reported that during a colonoscopy procedure, a device failure occurred. The lesion was located in an unspecified portion of the colon. At an unspecified time during the procedure, the sensation micro oval polypectomy snare did not heat-up. The device was removed, however, it was not known how the procedure was completed. The patient's status is reported as "fine".